Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was using a non-tandem provided wall adapter with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.